Manufacturer narrative:
Beckman coulter inc. Sent replacement product to the customer. A definitive root cause for this event is unknown at this time.

Event description:
The customer reported that on (B)(6) 2011 they observed a leak around the top of a s-cal calibrator vial. At the time the leak was identified the instrument calibration had yielded two outliers and the customer had bleached the system in response to the calibration imprecision. No patient results were involved in this event. The healthcare worker involved in this event was wearing personal protective equipment, which included gloves, at the time of occurrence. No personnel sought medical attention in association with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No death, injury or modification to patient treatment was associated with this event. There was no exposure control plan in place at the facility.